Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain and peripheral neuropathy. It was reported that the patient was having an MRI of her wrist for an unrelated reason. The implantable neurostimulator would not power on and did not work to check the MRI compatibility. No further information was reported. There were no patient symptoms or complications reported.